Event description:
This is the second time I have had a leaking wound vac tank, the last I got a severe infection days after and required another surgery. Now it is leaking again. It leaks where the hose enters the tank. If it bend slightly the pressure drops below set pressure and no alarms go off. Http://www.kcil.com/cki1/activactherapyunit.